Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer stated they changed out their infusion set and reservoir, but the alarm persists. Customer's blood glucose was 160 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime. However, customer stated insulin did not exit during a second fixed prime/fill cannula. Customer also reported a leak at their quick release during troubleshooting. Customer was advised their site may be occluded. The customer was advised to change out their infusion set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.